Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added to: d8, h4, h6 and h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is unable to be determined. As stated in the instructions for use, this event may have been prevented by following scope handling information that may damage patient tissue by endoscopes. ·forcible angulation, insertion/withdrawal of endoscopes ·insertion/withdrawal of endoscopes while bending section is locked ·manipulating endoscopes while the image is abnormal

Event description:
The customer reported to olympus that the knobs were tight on the subject device. During the call with the customer, the customer reported that sometime in (B)(6) 2021, a patient was hurt while using the subject device during an unspecified procedure. The patient reportedly sustained a bowel perforation, but the device did not fail during the procedure; no device malfunction was reported. Hence, the control knobs issue is unrelated to the reported adverse event. The patient was taken into surgery for treatment. No additional information was provided. Multiple attempts have been made to obtain additional information from the customer; however, no additional information was provided.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under MDR# 2951238 - 2021 - 00429.